Event description:
It was reported, the patient's scs ipg is displaying the low battery message. Program parameters confirmed the device is exhibiting battery depletion. Surgical intervention will be taken at a later date to address the issue. Follow-up identified the procedure was delayed due to a problem with the patients blood work; however, the procedure has been rescheduled.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.